Manufacturer narrative:
(B)(4). Review of the device history records shows the lot was released with no recorded anomaly or deviation. The warnings in the package insert state this type of event can occur. The product was discarded by the hospital and will not be returned for an evaluation. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It is reported the sternalock 360 was placed in the fifth intercostal space and loosened/ unlocked after the fourth step. No screws were inserted. The surgeon elected to remove the system and close the patient with wire. The event caused a ten minute delay.